Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There is (B)(4) unit in stock. Received one open and used cassette. Thread surface appearance of the open cassette received is correct and the usual one. Fraying test has been conducted with the cassette received and the results are correct and the usual ones. No fraying has been found in the thread after conducting test. Final conclusion: although the results of the cassette received fulfil the specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. The customer will receive a credit note for the cassette sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The client claims that the thread started fraying/splitting after the 5th stitch.